Manufacturer narrative:
Device available for evaluation? Is no, as the device is not available at this time. If the device becomes available, a follow-up will be sent. Covidien/medtronic reference: (B)(4).

Manufacturer narrative:
(B)(4). No sample has been returned for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer complaint cannot be confirmed. As a result, we are unable to determine the cause for this specific event however; the associated confirmed failure is a known issue and has been investigated under a corrective and preventative action. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer states: that the endobronchial tube cuff would not deflate. There was no report of patient involvement or any required intervention performed.